Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and not draining. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the nurse stated the event of not draining properly only occurred on the day the patient was hospitalized and that it was attributed to the patient¿s peritonitis infection. It was reported that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided) and had an elevated white blood cell (wbc) count of 10,001. The patient was initiated on antibiotic therapy with cefepime 1 gram every 24 hours for 21 days. The patient also continued pd therapy in the hospital. At the time follow-up was conducted, the patient remained hospitalized due to having concomitant c-difficile infection of stool which is being treated with vancomycin (dose unknown) orally. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the exact cause of the peritonitis was unknown. However, it was reported the patient is 81 years old and that it is questionable as to whether the patient is a good candidate for pd therapy. The nurse stated the peritonitis may have been related to a breach in aseptic technique.